Event description:
Device report received from hospital (B)(6), indicates a patient was involved in car accident on (B)(6) 2008. The patient was presented with the following, right basal pulmonary contusion with right-sided pneumothorax, right tibia fracture without displacement, impacted fracture in upper end of left femur and fracture in outer part of left scapula. This resulted in a temporary total disability of three months¿ duration. After two days in intensive care, he was operated by surgeon 1, who implanted the patient with a proximal femoral nail antirotation (pfna) nail to immobilize his broken femur. On (B)(6) 2009, the patient went to remove the nail in a different establishment (seine-saint-denis private hospital). The hospital asked for a loan set for the pfna removal. Surgeon 2 decided to perform the surgery having experienced difficulty obtaining the surgical report. For the surgery, the hospital asked for a loan set for pfna removal. During the removal, the pfna blade broke and the surgeon could not remove the material. The goal of the operation was not achieved, since the material had not been removed. The patient still has the broken blade, the nail, a broken drill bit and a damaged screw in his body, which heightened his pain and prevented him from remaining in a standing position for long. This report is for an unknown drill bit. This is report number 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Report is for an unknown drill bit, quantity 1. The 510k#: cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.